Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported a right side seroma and exchange due to concerns with the product. Device has been explanted.

Event description:
Healthcare professional reported a right side seroma and exchange due to concerns with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. Seroma: unable to observe as it is not related to the device. As per the investigation procedure creases, wear abrasion, non-penetrating nicks, missing shell and observed broken on posterior side assessed as surgical damage was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.